Event description:
It was reported that the patient had issues squeezing his inflatable penile prosthesis (ipp) pump, as he is experienced pain. The patient is uncircumcised and the stretching of the skin in uncomfortable to him. The patient had concerns if the ipp is too big for him. He also felt that the deflate button sticks and tried valve reset troubleshooting techniques without success. The patient suspected that he had an infection which caused the pain in his penis and groin area. He used nonprescription topical treatments and soaking in epsom salt baths. The physician confirmed the pump is not performing as expected and scheduled the patient for a replacement surgery. The patient underwent surgery and the pump was replaced. There were no further patient complications reported.

Event description:
It was reported that the patient had issues squeezing his inflatable penile prosthesis (ipp) pump, as he is experienced pain. The patient is uncircumcised and the stretching of the skin in uncomfortable to him. The patient had concerns if the ipp is too big for him. He also felt that the deflate button sticks and tried valve reset troubleshooting techniques without success. The patient suspected that he had an infection which caused the pain in his penis and groin area. He used nonprescription topical treatments and soaking in epsom salt baths. The physician confirmed the pump is not performing as expected and scheduled the patient for a replacement surgery. The patient underwent surgery und the pump was replaced. There were no further patient complications reported.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The kink resistant tubing was trimmed. No anomalies were found with the pump. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is having issues squeezing his inflatable penile prosthesis (ipp) pump, as he is experiencing pain. The patient is uncircumcised and the stretching of the skin in uncomfortable to him. The patient concerns if the ipp is too big for him. He also feels that the deflate button sticks and has tried valve reset troubleshooting techniques without success. The patient suspects that he has an infection which is causing the pain in his penis and groin area. He has been using nonprescription topical treatments and soaking in epsom salt baths. The physician confirmed the pump is not performing as expected and scheduled the patient for a replacement surgery.